Event description:
Additional information received from the hcp reported that the patient had reprogramming done and they reduced the "amperage" by (B)(4). X-rays were encouraging for consistent lead placement. The above was done with complete resolution of her pain. The lead had not obviously moved by x-ray analysis, so they programmed the ins.

Event description:
Information was received from a patient implanted with a neurostimulator for non-malignant pain and post lumbar laminectomy syndrome. It was reported that the patient had shocking, zapping, sharp pain, and it was stabbing him. The patient felt pain and stabbing whether the device was on or off and it was more intense when it was on. The only thing that would stop the sensation was if the patient lied down on his right side. The issue was occurring daily. It was noted that the patient had two falls in the end of (B)(6) 2016 and one in (B)(6) 2016. Two of the times were due to severe stomach pain and he ended up having surgeries; diverticulitis and gall-bladder removal and then having screws/plates removed from his right foot. The patient was to follow-up with a healthcare professional (hcp). The patient did call the hcp office on (B)(6) 2016 and left a voicemail; however, the patient hadn't received a call back. The patient was directed to call the hcp office and tell them about the shocking and falls and to schedule a device check as soon as possible. The location of the symptoms was reported to be at the lead sites and going down the right leg which would start twitching and affect the patient's walking. The symptoms were noted to have been a sudden change that occurred in (B)(6) of 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.